Manufacturer narrative:
Batch review performed on 17 june 2019: lot 151679: (B)(4) items manufactured and released on 17 april 2015. Expiration date: 2020-02-29. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: early loosening of tibial component in primary cemented tka after less than 1 year in a (B)(6) year old woman. Quality of images received does not allow a proper clinical evaluation. We cannot determine if the loosening was primarily between the metal component and cement or between cement and bone. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 11 months from the primary surgery due to tibial loosening. Tibial tray and inlay have been removed.